Manufacturer narrative:
Lot specific investigation could not be performed since no information regarding lot number could be retrieved from the reporter (unknown brand of product used by reporter, conservatively assumed to be ferring pharmaceuticals medical device euflexxa). This is default text configured for block h10.

Event description:
Drug-induced agep [acute generalised exanthematous pustulosis]. Atrial fibrillation during hospitalization [atrial fibrillation]. Case narrative: case (B)(4) is a serious spontaneous literature case published in a medical journal by a healthcare professional in greece. This report concerns a 61-years old female who experienced a drug-induced acute generalized exanthematous pustulosis (agep) two weeks after administration of intraarticular hyaluronic acid (ha) injections (unknown brand) solution for injection at an unknown concentration, for knee osteoarthritis and atrial fibrillation during hospitalisation. On an unknow date, the patient presented to the emergency department complaining of a pruritic, erythematous rash, rapidly evolving into generalized erythroderma with systemic manifestations which appeared 3 days earlier admission. The patient had a medical history of diabetes mellitus, thyroiditis, adrenal adenoma and knee osteoarthritis for which viscosupplementation with intra-articular hyaluronic acid injections were begun. At initial physical examination, the lesions were confined to the lower extremities, the patient was afebrile, and the rest of the physical examination did not reveal any other pathological findings. The only remarkable blood test findings on admission were leukocytosis with neutrophilia and elevated levels of c-reactive protein. Within 24 hours from admission, the rash spread to the patient's back, trunk, and upper extremities with targetoid morphology suggestive of erythema multiforme. A 4-mm punch biopsy specimen was obtained from the thigh area, revealing slight acanthosis and subcorneal pustules containing numerous neutrophils and fewer eosinophils, with epidermal edema (spongiosis). On the third day of hospitalization, the rash progressed with the development of generalized erythroderma, characterized by multiple discrete to coalescent non-follicular pustules present mainly on the patient's lower extremities and an absent nikolsky sign. The patient was febrile with a body temperature of 38.5 c. Soon after, the patient complained of palpitations and right-sided neck pain that gradually spread to the substernal region. An electrocardiogram was ordered highlighted atrial fibrillation with a rapid ventricular response at a rate of 140 beats. The patient had no history of heart disease. The association between the patient's atrial fibrillation and agep is uncertain. The patient was started on systemic corticosteroids and high dose second-generation h1-antihistamine therapy. Four days from treatment initiation, the patient became afebrile and the laboratory parameters showed a declining trend. Furthermore, the pustules resolved within 4 to 7 days from treatment initiation and were followed by the characteristic post-pustular pinpoint desquamation. During the desquamative phase, moisturizers and emollients were added to repair the skin barrier. The patient was discharged from the hospital after 7 days with clear instructions on how to taper and stop oral corticosteroids within 15 days. In addition, the patient was advised to discontinue intra-articular hyaluronic acid injections. On a follow-up visit at 2 months, the rash had subsided, with visible signs of postinflammatory pigmentation. The patient did not require rehabilitation and experienced no adverse events during the recovery period. Furthermore, there has been no recurrence of the condition since discharge. The author states that the temporal association with hyaluronic acid injections and the patient's positive response to treatment with systemic corticosteroids and antihistamines supported the definitive diagnosis of drug-induced acute generalized exanthematous pustulosis. At the time of reporting, the outcome of local manifestations accompanied by significant systemic reactions was recovered. No concomitant medication was reported. Sender comment: despite the rare occurrence of agep (2-5 per million cases/year) and the unconfirmed brand name of sodium hyaluronate it can not be excluded if agep was triggered by intraarticular sodium hyaluronate, however very unlikely. Furthermore, the pathogenesis of t cell mediated allergic reaction of agep makes it less plausible with an association to sodium hyaluronate, as immunological side effects with ha are not common, no assay with ha antibodies has been performed in this case, which could trigger a t-cell mediated response. Patient had a history of diabetes mellitus (autoimmune disease), which ight be a confounding factor for development of agep. Atrial fibrillation might be associated with agep, but not reported with use of sodium hyaluronate. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related to drug induced agep, not related to atrial fibrillation. This ae occurred in greece and concerns the unknown brand of sodium hyaluronate (conservatively assumed to be ferring pharmaceuticals' euflexxa medical device). Please report to your local health authority if required by local law. No corrective action was done by the manufacturer or requested by regulators.